Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 522 mg/dl which was treated by manual injection. Insulin pump had insulin flow block alarm. Insulin exited after fill process. Insulin pump will not be returned for analysis.